Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to product design, construction/design false, defective. The issue with the crack on the saw blade holder has been escalated to CAPA. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that there was a crack in the saw blade holder of the battery oscillator device. It was further determined that the electronic control unit (ecu) was malfunctioning and the motor was running rough. It was further determined that the device failed pretest for general condition, check saw blade coupling, check saw head ratchet, trigger test, functional test and check trigger and electronic control unit (ecu) function. It was determined that the coupling tool side was outside of the specification. It was noted in the service order that the device did not work properly. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.